Manufacturer narrative:
(B)(4).

Event description:
During an atherectomy procedure on a patient with severely diseased vessels, 50cm of a spectranetics quickcross catheter dislodged in the artery. Attempts at retrieval were unsuccessful. A small tip with the radiopaque marker remains in the patient.